Event description:
It was reported by a friend of the patient that one day post implant, one of the leads had "fallen off" and the patient underwent a revision and the lead was hooked up to the other side of the heart. The patient's friend also reported that the patient's right thigh was swollen, they have pain that shoots down their leg, and a neurologist stated that the patient has permanent nerve damage due to the surgery. Follow-up information from the clinic indicates that the atrial lead dislodged and was repositioned. It is not known by the clinic whether the patient¿s pain and nerve damage was associated with the surgical procedure. The right atrial (ra) leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076-58 implantable pacing lead 2011-(B)(6), addrs1 implantable pulse generator (ipg) 2011-(B)(6), (B)(4).